Event description:
Radioembolism induced liver disease [radiation hepatitis]; dysuria [dysuria]; constipation [constipation]; inability to urinate for four hours [urinary retention]; rectal pain while trying to pass stool [proctalgia]; not eaten much/ appetite is really poor [decreased appetite]. Case description: initial information received on 19-apr-2016: this spontaneous adverse event report was received from a non-healthcare professional via a company representative concerning a (B)(6) black (non-hispanic) male patient. The patient's medical history included essential hypertension, hepatitis c, and chronic kidney disease (ckd). Concomitant medications included ondansetron, oxycodone, pantoprazole, senna-docusate, miralax (macrogol 3350), vitamin d (cholecalciferol), traxadone, aspirin (acetylsalicylic acid), tenoretic atenolol (atenolol, chlortalidone), lasix (furosemide), spironolactone, ursodiol and lactulose. The patient received theraphere radioembolization on two separate occasions. On (B)(6) 2014, he received 29.1 mci to the left lobe of his liver via a catheter. On (B)(6) 2015, he received 60.8 mci to the right lobe of his liver via a catheter. On (B)(6) 2015, the patient presented to the emergency room (ER) for right upper quadrant abdominal pain, but was negative for nausea, vomiting and diarrhea. The patient was positive for dysuria, and negative for hematuria. Also, he did not report chest pain or shortness of breath. On (B)(6) 2016, the patient presented to the ER again with a three day history of constipation, inability to urinate for four hours and rectal pain while trying to pass stool. The patient denied abdominal pain, nausea, vomiting, fever, chills, and other urinary symptoms. On (B)(6) 2015, the patient was admitted for nausea and vomiting but also he reported that he had not eaten much nor urinated since the previous day. He was positive for fever (subjective), fatigue, nausea, vomiting and weakness but was negative for shortness of breath, chest pain, abdominal pain, diarrhea and decreased urine flow. On (B)(6) 2015, the patient attended a follow-up visit for post discharge from hospital where it was noted in records that "he does have decompensation of his liver function following y-90 placement." He then met with his oncologist on (B)(6) 2015 and notes state, "liver disease is complicated by chronic kidney disease ...had decompensation after y-90 and developed ascites ....lost significant muscle mass and weight." Also noted that, "his energy and appetite are really poor. Now he has rapid fluid accumulation and that causes problems ambulating and shortness of breath." Last appointment the patient attended was on (B)(6) 2015 and the plan was to see him back in 3 months with a follow-up MRI. He "no-showed" the scheduled appointment and all subsequent attempts to contact were not responded to. The patient died on an unspecified date: marked as deceased in medical records without date. The final synopsis is radioembolization-induced liver disease (reild) evidenced by the significant increase in bilirubin total over the duration of his appointments post treatment with y-90. It was unknown if an autopsy was performed. The reporter assessed the event of radioembolism induced liver disease as related to radioembolization with therasphere. The reporter did not provide the assessments of the severity or relationship to therasphere for the events of constipation, inability to urinate, rectal pain and not eaten much. The company considers the event of radiation-induced liver disease as serious (fatal) and the events of dysuria, constipation, urinary retention, proctalgia, and decreased appetite as non-serious. No further information anticipated. This is a final report. Radiation-induced liver disease is listed according to therasphere current reference safety information whereas the events of dysuria, constipation, urinary retention, proctalgia, and decreased appetite are considered unlisted. The events of right upper quadrant abdominal pain, nausea, vomiting, fever, fatigue, weakness, decompensation of liver function, ascites, muscle mass and weight loss, problems ambulating, shortness of breath are all subsumed under the diagnosis of radiation-induced liver disease as known signs and symptoms. In agreement with the reporter's assessment, the company considers radiation-induced liver disease as related to the administration of therasphere. Due to the possible temporal relationship, the company also considers the events of dysuria, constipation, and urinary retention as possible related to therasphere. The company considers the event of proctalgia as related to the patient's concurrent constipation and the event of decreased appetite as related to the patient's underlying radiation-induced liver disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.